Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-mar-2016, an fse visited the customer to address the reported event. During servicing, fse observed that the waste chute was filled and one of the tube detectors was out of its place. Fse then cleared the waste chute and reseated the tube detector. They performed a daily check and the customer ran quality control (qc) without any further errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a backed up waste chute.

Event description:
On (B)(6) 2016, a customer reported error 4193 (y axis cup transfer z axis home) with their a1a-2000 analyzer. The customer tried to perform an all set home but when the sample probe moved to pick up a tip, the error occured. The customer evaluated and found 3 dropped cups in the sorter discard box and 2 cups dropped on the right side. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol (e2) and progesterone (prog) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.